Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on three occasions, the tubing detached close to the quick release while she was sleeping and was not getting the insulin that she needed. The patient's blood glucose level was reported to be 398 mg/dl and she had ketones. It was treated with fluids administered through intravenous route. The site location was at patient's right abdomen and the pump was in her right-side pocket. It was third day of infusion use and the infusion sets were not exposed to any extreme temperatures. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.